Event description:
When sterilizing target device for 40 minutes @ 250 degrees and dry time of 20 minutes, a white, flakey residue appeared on the surface. This event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation results received from howmedica gmbh in kiel, germany, suggest that this event would not be associated with the device, but rather would be related to cleaning methods used by the customer.